Event description:
Covidien rec'd info stating that during patient use, a 'device alert' alarm occurred and the ventilator stopped ventilating. Upon restarting the ventilator, the unit did not ventilate. The patient was removed from the ventilator and placed on another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).